Event description:
It was reported that the device was "faulty when plugged in ". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. Follow ups were made , however, were unsuccessful as no response is received. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A definitive root cause cannot be identified as device was not returned for evaluation. Per instruction for use (IFU), it states, :"for safe use _handling and general precautions", the following is described in the "caution" section: ·do not hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor complaints for this device. A supplemental report will be submitted when additional pertinent information becomes available.

Event description:
It was reported that the device was "faulty when plugged in ". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found camera malfunctioned when connected. Additional findings were identified during inspection including the main unit was flooded and water was inside the camera. Based on the results of the investigation, it is likely that the following led to the malfunction: it was determined that the product did not meet the product specifications due to internal flooding. A device history review revealed no problems were found. This issue is addressed in the instructions for use (IFU): in the instruction manual "for safe use handling and general precautions", the following is described in the "caution" section: ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The following statement is found in the "warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device.